Event description:
It was reported that while loading a cot into the ambulance the safety hook did not catch, causing the cot to drop. As a result of the drop a user injured their back, neck, and leg. Upon investigation by a stryker field service technician it was found that the cot was likely loaded incorrectly by the user, which resulted in the drop. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
The user facility followed up and provided further injury details. Section b5 has been updated.

Event description:
It was reported that while loading a cot into the ambulance the safety hook did not catch, causing the cot to drop. As a result of the drop a user injured their back, neck, and leg. Upon investigation by a stryker field service technician it was found that the cot was likely loaded incorrectly by the user, which resulted in the drop. The user facility followed up and stated the police officer only injured their back and was not able to provide any other treatment information.